Manufacturer narrative:
A review of the device¿s service history indicated that no previous events had been reported concerning this unit. No adverse trends associated with this type of failure mode has been detected. Based on the investigation findings, the event was attributed to an internal system configuration loss caused by a malfunction of the ups module. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the issue. Reportedly, the unit suddenly reset to the default settings and the direction of rotation changed accordingly. As troubleshooting, the e/p pack ups module was replaced. Functional verification tests were performed with positive results. Unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the cp5 console, the event occurred in indianapolis, united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the cp5 console screen showed that the roller pump was running clockwise but it was actually running counter clockwise. The issue occurred during procedure. There is no report of any patient injury.